Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in poland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 205, the patient was admitted to hospital geriatric ward for tube replacement where it was found that the skin around the peg was very irritated with skin rashes from leakage of gastro-purulent contents. The patient's tubing was temporarily removed and unknown antibiotic therapy was administered.